Event description:
Patient's doctor reported that patient had an incxident and had been hospitalized and will be in a rehab clinic. No details were provided. Dose or amount: 2ml. Frequency: weekly for 3 weeks. Route: intra-articularly. Dates of use: (B)(6) 2012 - ongoing. Diagnosis or reason for use: bilateral primary osteoarthritis. Is the product compounded: no. Is the product over-the-counter: no.